Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm on the insulin pump. The customer then stated she was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the displacement test.